Event description:
It was reported that after experiencing low glucose, the patient paused the ilet pump and overtreats with carbohydrates, followed by sustained hyperglycemia; the caregiver observes behavioral changes when glucose is high, and review of device-use history indicated recurrent highs after lows with prolonged pump pauses. Symptoms included hyperglycemia and irritability. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included a review of reported device use and patient counseling on management techniques. Investigation of this case revealed no device malfunction and suggested user-related management of lows with pump pauses and excess carbohydrate intake as the precipitating factor for subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.